Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms. Pump received with cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicates the insulin pump alarmed motor error alarm twice last month. No harm was required during medical intervention. The insulin pump will be returned for analysis.